Manufacturer narrative:
Insulin pump received stuck in the motor error alarm loop during bolus delivery. The device passed the rewind, basic occlusion, prime, displacement and motor tests. Cracks to the display window, battery tube threads, reservoir tube, reservoir tube lip and a scratched lcd window were also noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 567 mg/dl. Customer treated with manual injection. The motor error alarmed during the bolus. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.